Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system single port had tubing disconnect while starting an IV. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received one used nexiva 22ga single port with a paper top web (label) the unit was in two pieces. No mechanical/physical damage or evidence of tubing residuals was observed inside catheter adapter port. Little or no adhesive was found on the extension tubing or inside of the catheter adapter port. DHR review was performed on lot number 8057625; the lot number was built/packaged on nfa line 1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed four qn¿s that were initiated during the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Manufacturing ¿ this defect was created at the zone 8 adhesive dispense station prior to the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in (B)(6) 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8.

Event description:
It was reported that bd nexiva closed IV catheter system single port had tubing disconnect while starting an IV. No serious injury or medical intervention was reported.